Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with decreased cardiac function. It was further reported that the right atrial (ra) and right ventricular (rv) epicardial leads were "compressing a coronary" and wrapped around the ventricle. The ra and rv leads were explanted and replaced with transvenous leads. No further patient complications have been reported as a result of this event.